Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 30. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and inflammation. No further patient complications were reported.

Manufacturer narrative:
Surgery date too far in past. Attempt #3 - phone call to customer requesting clarification of. Placement date and/or lot number. Office closed - left message requesting info.